Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective syringes the fse replaced the sample syringe and reagent syringe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for ast (aspartate aminotransferase) alt (alanine aminotransferase) tb (total bilirubin) ldh (lactate dehydrogenase) on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.